Event description:
There was no patient involved in this event. After clearing memory the green led remains off. The device can be use if we press the green button.

Manufacturer narrative:
The device history records for the sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 26th may 2011. Upon receipt the status leds would not illuminate while the device was in standby mode, as per the reported fault. The fault was attributed to leakage current from track 5 (status_led_a) of the membrane onto track 10 (+3.3v). As track 5 powers the status leds, leakage from this track had prevented either status led from illuminating. The faults could not be replicated with a new membrane fitted. This would confirm the failure of the returned membrane. The corrosion observed on the usb contact collars and within the membrane, in addition to the sun bleaching of the speaker housing, would indicate the device had been subject to storage outside of the indicated conditions. The returned sam 350p is now outside of its warranty period and shall be scrapped.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. After clearing memory the green led remains off. The device can be use if we press the green button.